Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, pre-implant balloon aortic valvu loplasty (bav) was performed due to severe calcification of the valve leaflets including rod-like calcification between the non-coronary cusp (ncc) and left coronary cusp (lcc) extending from the annulus to the left ventricular outflow tract (lvot). A 16 mm balloon (less than the short diameter including calcification of the annulus) was used with a 14 french medtronic sheath via the left transfemoral approach. The case was considered to be difficult because of concern with the horizontal aorta (69 degrees), pre-existing right bundle branch block (rbbb) and the risk of rupture due to calcification to the lvot from the annulus. In order to prevent complete heart block (chb), implantation of the valve was planned to be shallower than usual at approximately 3-5 mm. Although the sinus of valsalva (sov) diameter met the sizing chart as specified, it was slightly small against the calcification at the valve leaflets. Therefore, coronary blood flow and the location of the valve leaflets were to be assessed at 2/3 deployment. Following the bav, the delivery catheter system (dcs) was inserted using the inline sheath. Tortuosity of the descending thoracic aorta accompanied by a kink was noted, however, the dcs was delivered to the annulus. Due to the existing rbbb, the deployment was started at a relatively shallow point of 4 mm. When the valve tip was being deployed from the capsule, controlled pacing at 100 beats per minute (bpm) was used and was self-centering. The depth was reported to be 5 mm during valve deployment. The depth did not change after the full release, however, dislodgement occurred due to interference with the frame on the inflow side while retrieving the nose cone resulting in a depth of 0 mm on the ncc and 4 mm on the lcc. Moderate paravalvular leak (pvl) was noted due to the gap between the frame and theannulus, created by calcification at two locations from the annulus to the lvot. Due to pvl and the 0 mm depth on the ncc, the physician decided to perform post-implant bav using the 16 mm balloon that had been used for the pre-implant bav. The balloon was inflated to 17 mm and positioned slightly towards the left ventricle given the risk of dislodgement. Following the bav, an echocardiogram showed slightly reduced pvl. Hemodynamics and diastolic pressure were improved. It was reported that a dissection of the descending thoracic aorta occurred during an attempt to stop bleeding from the access site puncture. A thrombosed type of aortic dissection had been originally confirmed at the descending thoracic aorta, thus the delivery of the dcs was considered to have interfered with anddeteriorated the dissection. The dissection did not require intervention and the patient remained under clinical observation. Expansion of the lesion was not detected on post-implant computed tomography (CT) imaging and the patient was reported to be recovering well following the procedure. The dcs was discarded. No further adverse patient effects were reported. Additional information was received that the kink noted pertained to an anatomical kink and not a kink in the delivery catheter system (dcs). The original aortic dissection was confirmed on pre-operative computed tomography (CT) imaging and existed prior to the valve implant procedure. It was suspected that due to interference between the dcs and vessel wall, the fragile flap caused a new entry. After withdrawing the dcs from the access vessel, the puncture site was closed by a closure device, and hemostasis was performed by pressing the site with fingers to stop bleeding that had resulted from the puncture in the access vessel to insert the dcs. Additional information was received that approximately 8 years and 10 months following the implant of a transcatheter aortic valve, the valve failed due to central moderate-severe aortic regurgitation, and the patient suffered heart failure as a result. Subsequently, a valve-in-valve procedure using a second medtronic valve was scheduled as treatment.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: evolutr-26, serial/lot #: (B)(6), ubd: 10-feb-2019, UDI#:(B)(4) the codes present in section h6. Correspond to multiple components/products that comprise this reported event. A. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.